Event description:
It is reported that the pt fractured the distal femur. All of zimmer implants were in place and looked good. The articular surface was replaced with a thicker one. The original surgery for the implants was sometime in 2002.

Manufacturer narrative:
Eval summary: notes state that the cause of the fracture is unk. The articular surface had to be exchanged for a larger size because of the fracture. The femoral and tibial components were found to be stable and in place and were not removed. The x-rays showing the fracture do not show any issues with the zimmer implants. It is not suspected that the products failed to meet specifications.